Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 5 and 24 hours on the abdomen. The device was originally reported because it leaked insulin. As treatment, a new pod was successfully applied. Investigation of the device found a tear on the exposed portion of the soft cannula.

Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.